Event description:
It was reported the patient's scs system is not working. The patient's spouse stated the patient last charged his scs ipg approximately a year back. The patient's spouse also reported neither the charger nor the programmer communicate with the ipg. Follow-up identified a sjm representative confirmed the patient's scs ipg is inoperable. Surgical intervention is planned for a later date to address the issue.

Event description:
Additional information received identified the patient&#38112;ipg was explanted and replaced with a new one. Stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
Recall numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.